Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top case was chipped and cracked. Motor rate error was found during occlusion test. The root causes for the reported issues were normal wear, device was over twelve years old. Motor assembly was worn out. Actions taken to mitigate the reported issue: replaced: cracked left and right plunger case, added missing o-ring, torn force sensor, worn plunger cable, cracked top case, lcd display, optocoupler, cracked battery door and door label, upgraded power receptacle, worn worm coupling and gear, motor and motor bracket, added delrin washer, worn leadscrew, right and left clutch and clutch spring, worn square shaft, cracked carriage, added cable guard. Cleaned, greased and recalibrated. Performed occlusion test and all functional testing which passed. D4: UDI information is unknown.

Event description:
It was reported that a motor rate error event occurred. No patient injury reported.